Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 300 mg/dl. The customer was having trouble with his right arm and nausea and vomiting so he went to the hospital. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 300 mg/dl. The doctor recommended the pump be replaced. The customer was advised to discontinue use of the pump and revert to his backup plan.